Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble. The customer¿s blood glucose was 58 mg/dl and 62 mg/dl. Customer was assisted with troubleshooting. The customer stated that they observed bubbles in the reservoir but bubbles between both black o-rings and did not squeeze the sides of the reservoirs and did not handle where seals. The customer stated that the size of bubbles three forth inch and larger to medium size bubbles in reservoirs. Customer's outcome pertaining to the complaint. The device will not be returned for analysis.